Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of greater than 500 mg/dl; cause was not known. Customer delivered a correction bolus via pump to address bg level. Customer declined to perform further troubleshooting. No additional event information was available.